Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt stated they went to charge the implant but the controller will not turn on even after plugging into the ac power supply cord. Agent had pt reset controller and plug into ac power supply cord with no battery pack; controller screen turned on and there was a green blinking light when battery pack was reinserted. Pt unlocked controller and saw controller at 90% recharging and implant low. Pt connected the recharger and saw implant 30% recharging excellent. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included pt stated the last time they saw hcp, they told pt the implant battery was "good".

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.